Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the esc and the up arrow was not work. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.